Event description:
It was reported the customer had a no delivery alarms on their insulin pump. Customer had changed their tubing five times, but the alarm persists. The customer also attempted a 10 unit bolus and the insulin pump alarmed no delivery. Customer's blood glucose was 374 mg/dl. It troubleshooting found insulin was able to exit during a fixed prime. Customer was advised the alarm may be caused by a bent cannula or site/set occlusion. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.